Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the displacement, unexpected restart and self tests. The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the prime, excessive no delivery and occlusion tests due to the motor error alarms. The motor was tested outside the device and passed. The pump was received with a cracked case at the display window corners, a stained end cap sticker and back address / serial number label as well as minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report an emergency room visit on (B)(6) 2016 due to high blood glucose levels. The customer's blood glucose level was 687 mg/dl. The customer's symptoms included nausea, headache, and weakness. The customer was wearing the device at the time of admission. The cause of the high was diabetic ketoacidosis. The customer was in the emergency room still waiting for treatment. The customer performed the high pressure test and it did not alarm due to a motor error alarm. The caller was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.